Manufacturer narrative:
Received one used mc330375 smallbore quadfuse extension set w/4 microclaves for inspection. As received, both the (0.2 and 1.2 micron filter) were wetted out with prior infusate and the set was filled with dried up infusate. The set was attempted to prime. Flow could not be established. The reported complaint can be confirmed. The probable cause is due to the filter clogging with infusate during use. Directions for use (dfu) states: a filter that clogs during infusion should be replaced. Sets with filter 0.2micron should be changed at least every 72 hours. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a 6.5" (17 cm) appx 1.1 ml, smallbore quadfuse ext set w/4 microclave¿ clear (red, purple, tpn rings), 0.2 micron filter, 1.2 micron filter, 4 clamps, check valve, luer lock where it was reported that the 0.2 micron filter is occluded. The event occurred during infusion of total parenteral nutrition (tpn). No blood loss, unprotected chemo exposure and no adverse operator consequences. There was patient involved, no serious injury or death and no delay in critical therapy.